Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. No possible over delivery anomaly was noted during testing. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generated carelink reports. Pump delivered 211 bolus deliveries on the event date of 10/11/2024 at 00:03:21.000 to 23:58:13.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and missing display window/cover. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for low bg's. Moisture damage was confirmed found on medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, and the pump was possible overdelivery. The customer has reported a hypoglycemia which was treated with glucose/carb intake. The event involved product is mmt-242a, mmt-332a, mmt-7040a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-7040a. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was the device will be returned. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was the device will be returned.